Manufacturer narrative:
(B)(4). Foreign source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an incoming inspection member found debris in the sterile package. Attempts were made to obtain additional information; however, none was available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
UDI# (B)(4). Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies were found. The likely condition of the product when it left zimmer biomet control was non-conforming. The root cause of debris in sterile packaging issue is the operator not following instructions during the manufacturing process. The root cause of the scuffed/damaged foam is likely to be due to transit damage. This product falls within the scope of a CAPA which is reviewing issues with debris in packaging. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.